Event description:
It was reported by the pt's counsel that the pt received a tka on (B)(6) 2008. On (B)(6) 2011, the pt was revised due to improper alignment. The tm patella was revised along with the other components, but not subject to the mal-alignment.

Manufacturer narrative:
A review of the implant's mfg record indicates that it was mfg to spec. Based on the info available, the root cause of the event cannot be determined. Should add'l info be obtained to further this investigation, this report shall be updated.